Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 (mg/dl). Customer started a supply change and contacted tandem technical support to address bg levels. Customer was guided through the load process with new supplies successfully. Recommendation was made to contact tandem technical support should any further assistance be required.